Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nj101 - biolox prosthesis head 8/10 28mm s. According to the complaint description, the ceramic was broken postoperatively. This occurred when the patient was squatting to pick up luggage, and then lost strength in the hip joint. The revision was scheduled for (B)(6) 2024; the liner and head are to be replaced. The total hip arthroplasty (tha) had been performed in 2007. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Other leading material - not sold to us: nh091/sc/sc/msc ceramics insert 28mm 44/46 sym. (Aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Investigation results: visual inspection: two large and three small fragments of a ceramic insert as well as two large and five small fragments of a ceramic femoral head were submitted for investigation. The components were sent to the manufacturer ceramtec for examination. The following examinations were carried out: - identification. - density and grain size. - description of the fragments provided: reconstruction, metal transfer, fracture surface. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There is one similar complaint against the same lot number from the year 2016, and none from the other. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: the density of the insert and femoral head was analysed and found to comply with the delivery specification for biolox®forte components. The microstructure as obtained from the quality documents of both components meets the requirements specified at the time of production, too. There is no indication of any pre-existing material defect. Secondary metal transfer patterns can be found on the fragments of the femoral head and on the fragment of the insert as a result of contact with metal parts and/or surgical instruments. On the polished surface of the fragments of the femoral head and on the inner sphere of the insert, areas with increased wear can be found. However, it cannot be determined whether these areas were generated by microseparatior/ edge loading prior to the fracture or caused by ceramic fragments and third body-wear after the primary fracture event. Femoral head: primary metal transfer cannot be found equally distributed on the conical bore surface of the femoral head. And in part, the primary metal transfer patterns cannot be evaluated due to secondary surface deterioration. Due to secondary damage and missing fragments, the primary fracture surface and the fracture origin cannot be identified on the fragments of the femoral head. Insert: primary metal transfer can be found only slightly existing and not equally distributed on the provided insert. No conclusion can be drawn which of the two, femoral head or insert, broke first. Based on the provided fragments, no conclusion can be drawn regarding a possible cause for the fracture of the femoral head and the insert. Based upon the investigation results, a CAPA is not required.

Event description:
Other leading material - not sold to us: nh091/sc/sc/msc ceramics insert 28mm 44/46 sym. (Aesculap ag reference no. (B)(4)).